Manufacturer narrative:
The device was returned as a part of the asset return process. In addition to plastic distal end cover has foreign material on top, additional evaluation findings are as follows: due to a pinhole on bending section cover water tightness was lost, due to a crack on distal end insulation resistance value at distal end did not meet the standard value, and due to damage on insertion tube rotation ring connecting tube did not rotate smoothly. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that plastic distal end cover has foreign material on top. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on device inspection, no physical damage of the device where the foreign material remained was found. There was no deviation in reprocessing steps provided by the customer. Based on the results of the investigation, olympus could not identify the foreign material and the cause cannot be identified. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in bf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.